Event description:
During a biliary stent placement procedure for treatment, the stent suture broke. During the stenting procedure, after the correct positioning of markers on the lesions, the doctors started to deploy the stent. Immediately the connection broke, and so the stenting was impossible. It was reported that another type of stent was used successfully to complete the procedure.